Event description:
The customer reported that he was hospitalized due to low blood glucose levels. The customer had been hunting with his father prior to the event. When it was time to get in his car, his blood glucose levels were at 177 mg/dl. Shortly after, he drove into a ravine. The customer was taken by ambulance to the hospital where his blood glucose levels were in the range of 20 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The customer also reported that he was hospitalized in september also due to low blood glucose levels in the range of 30 mg/dl. The customer's blood glucose levels suddenly dropped and he lost consciousness. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.